Manufacturer narrative:
Evaluation anticipated, but not yet begun. A follow-up report will be submitted upon completion of investigation.

Event description:
The dealer alleges that two days after the scooter delivery, the front wheel fell off.